Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('rashes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure procedure performed at same time". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("strted bleeding 3 weeks after surgery"), vitamin d deficiency ("vitamin d deficiency"), abdominal distension ("e-belly swelling") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the rash and vitamin d deficiency had resolved, the post procedural haemorrhage and weight increased had not resolved and the abdominal distension and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, post procedural haemorrhage, rash, vitamin d deficiency and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- surgery, rash, weight gain , bleeding, vitamin d deficiency, medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report: reporter information and new event 'ablation and essure procedure performed at same time' added. Event medical device removal deleted and surgery added to rash. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('rashes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure procedure performed at same time". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("strted bleeding 3 weeks after surgery"), vitamin d deficiency ("vitamin d deficiency"), abdominal distension ("e-belly swelling") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the rash and vitamin d deficiency had resolved, the post procedural haemorrhage and weight increased had not resolved and the abdominal distension and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, post procedural haemorrhage, rash, vitamin d deficiency and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- surgery, rash, weight gain , bleeding, vitamin d deficiency, medical device monitoring error quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-apr-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/12 weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced post procedural haemorrhage ("strted bleeding 3 weeks after surgery"), rash ("rashes"), vitamin d deficiency ("vitamin d deficiency"), abdominal distension ("e-belly swelling") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal, abdominal distension and alopecia outcome was unknown, the post procedural haemorrhage and weight increased had not resolved and the rash and vitamin d deficiency had resolved. The reporter considered abdominal distension, alopecia, medical device removal, post procedural haemorrhage, rash, vitamin d deficiency and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- surgery, rash, weight gain, bleeding, vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.